Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. An eggshell foley 3 way temp sensing catheter and drainage bag were returned opened without original packaging. Catheter was tested for a reported leaking issue in this investigation. Catheter was inflated with 10 ccs of di water using a luer lock syringe. Balloon inflated to a 70/30 ratio, meeting specification. After 5 minutes no leaks were noted. Balloon was deflated using a luer lock syringe without issue. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as the reported event is unconfirmed. Correction: h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the nurse have been encountering some issues with the foley catheters since they converted over to the latex catheters. The most prevalent issue was related to leaking and have multiple issues with leaking around the catheter. In these cases the leaking began after the catheters had been in several days without issue. Also stated there were instances where the user had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases sediment was noted which was not in the second one. The third issue was related to the temperature component not working. In several instances, it did not work at all and it only works when the user positioned in a certain way and then it gave an erroneously high temperature that was not confirmed orally or rectally. Per follow up on (B)(6) 2021, for the second sample, customer stated that the most prevalent issue was related to leaking. Customer had multiple issues with leaking around the catheter. In these cases the leaking began after the catheters had been in several days without issue. Two instances where customer had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases sediment was noted, not in the second. Stated that the third issue was related to the temperature component not working . In several instances it did not work at all, several it only works when positioned in a certain way, then a third where it gave a erroneously high temperature that was not confirmed orally or rectally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse have been encountering some issues with the foley catheters since they converted over to the latex catheters. The most prevalent issue was related to leaking and have multiple issues with leaking around the catheter. In these cases the leaking began after the catheters had been in several days without issue. Also stated there were instances where the user had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases sediment was noted which was not in the second one. The third issue was related to the temperature component not working. In several instances, it did not work at all and it only works when the user positioned in a certain way and then it gave an erroneously high temperature that was not confirmed orally or rectally. Per follow up on 14may2021, for the second sample, customer stated that the most prevalent issue was related to leaking. Customer had multiple issues with leaking around the catheter. In these cases the leaking began after the catheters had been in several days without issue. Two instances where customer had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases sediment was noted, not in the second. Stated that the third issue was related to the temperature component not working. In several instances it did not work at all, several it only works when positioned in a certain way, then a third where it gave a erroneously high temperature that was not confirmed orally or rectally.